Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose of 31 mmol/l. The customer's current blood glucose was 16 mmol/l. The customer did not provide any symptoms such as a result of high blood glucose. The customer was treated by syringes. Troubleshooting was done for high blood glucose. Customer states the drive support cap appears normal. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege insulin pump was over delivering. The reservoir will not be returned for analysis.